Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s dexcom app and tandem mobi insulin pump both displayed an estimated glucose value (egv) of 188 mg/dl, while a bg meter reading at the same time showed 324 mg/dl. The pediatric patient developed diabetic ketoacidosis (dka), presenting with nausea and vomiting, and was taken to the hospital for evaluation. At the hospital, a fingerstick bg measurement showed 162 mg/dl. The sensor was not providing an egv at that time, and the physician instructed that the wearable be removed. The patient was treated with IV fluids/saline and was hospitalized for more than 24 hours. She was discharged on (B)(6) 2026. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.